Manufacturer narrative:
Based on the results of the investigation, the event was confirmed and although the definitive root cause could not be determined, the event most likely occurred due to the presence of foreign materials within the biopsy channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited an obstructed brush passage due to something present on the handle and stiffener. It is unknown when the issue occurred. There were no reports of patient harm.